Event description:
This is report 2 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient acquired peritonitis while in the hospital for unrelated issues. Treatment information was not reported. On a later date, the patient was discharged from the hospital. It was unknown if the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lots h12k09112, h12l13070, h13a04047, h13b07048, h13c05032, h13d08067, h13d30020, and h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).